Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a display issue; the display was "glitchy." No further information was provided. There is no indication that the product caused or contributed to an adverse event. Animas customer support made several attempts to contact eh reporter for additional information; however the reporter did not respond. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: the display screen was dim and discolored. The battery compartment was found to be cracked.